Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) monitor was returned for failure analysis, and the reported failure was replicated and confirmed. A review of system logs found error 119, indicating the hrsv failed in the field. A visual inspection found no issue that would be related to the complaint. The unit was then installed onto the golden system and upon powering up, there was no image on the hrsv; it was completely black. The complaint was confirmed based on failure analysis. The hrsv failure was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. Isi has not received the hrsv monitor for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, user informed the technical support engineer (tse) that they encountered an issue where one eye was blank in the high resolution stereo viewer (hrsv). The tse recommended power cycling the system and reseating the blue fiber cable as initial troubleshooting steps. The user continued with the procedure as planned. No known impact or patient consequence was reported. Isi received the following additional information was: technical support engineer (tse) concluded that a change of the internal monitor of the console was necessary, so they initiated a service order to the field service engineer (fse). The procedure was finished with only one eye visibility. There was no delay as the incident happened almost at the end of the procedure.